Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that 1st degree atrioventricular (av) block, left bundle branch block (lbbb), and left anterior hemiblock occurred. Procedure summary: a lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance were noted post bav. The aortic valve was then treated with the successful deployment of a 25 mm lotus edge valve. During the procedure, the subject developed 1st degree av block along with lbbb, and left anterior hemiblock. No diagnostics were performed and no action was taken for the event of lbbb and left anterior hemiblock. The event 1st degree av block was treated medically. At the time of reporting, all the events were considered not recovered. 12 days after the index procedure, the subject was discharged on clopidogrel and other anticoagulants.

Manufacturer narrative:
A1: patient identifier: (B)(6). New & corrected information:b5.

Event description:
Respond edge study it was reported that 1st degree atrioventricular (av) block, left bundle branch block (lbbb), and left anterior hemiblock occurred. Procedure summary: a lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance were noted post bav. The aortic valve was then treated with the successful deployment of a 25 mm lotus edge valve. During the procedure, the subject developed 1st degree av block along with lbbb, and left anterior hemiblock. No diagnostics were performed and no action was taken for the event of lbbb and left anterior hemiblock. The event 1st degree av block was treated medically. At the time of reporting, all the events were considered not recovered. 12 days after the index procedure, the subject was discharged on clopidogrel and other anticoagulants. It was further reported that prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of antiplatelet medication other than aspirin at the time of the index procedure. The onset of the 1st degree av block was 3 days post index procedure, not during the procedure as previously reported. The onset of the lbbb was 4 days post procedure, not during the procedure as previously reported.